Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs). The ventilator passed electrical safety, calibrations, extended self tests (est), short self tests (sst) and performance verification testing (pvt) per manufacturer's specifications at the time of service.

Event description:
It was reported that the 840 ventilator's display was erratic. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.